Manufacturer narrative:
(B)(4). Batch #: unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Investigation summary: the product was returned to ethicon endo-surgery cincinnati for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr45m reload was received unfired. Upon evaluation of the reload was noted to have double-loaded staples in every staple pocket. The returned reload was loaded into a test device. The reload was fired in tissue and produced a mix of conforming and nonconforming staples. However, these staples do not create a fluid path. Based on the information currently available, a product issue was identified during the investigation of the sample received. The double staples observed are potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot number u40t65, and no non-conformances were identified.

Event description:
It was reported by employee that during a preformed scans, double loaded cartridge. There were no patient consequences reported.